Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:01:51. During night drain cycle three, the patient's ultrafiltration reading was 1214ml, indicating the home patient (hp) drained 1214ml more than their maximum programmed fill volume of 1800ml. The minimum drain was set at 80%. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause of the iipv event was determined to be a false empty detected by the device and use error. The clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.